Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had homing failure prior to a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. Upon opening the clamshell, it was noticed that the lead screw nut had been broken. The bottom portion was detached from the drill carrier. This would cause homing failures as it would detect that the full traversal was less than anticipated. Therefore, the software accurately reflected the hardware damage as intended. It was also observed that the strain relief boot had been pulled off the handpiece collet. The root cause of this issue was due to mechanical component failure. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.

Event description:
It was reported that the handpiece failed homing. The handpiece was replaced to start with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.